Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a torn/damaged keypad and a misaligned electrical contact. This report is made based on the results of an investigation completed on (B)(4) 2014

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: confirmed the keypad rubber has torn off near the right edge of 'contrast' button and peeling of at the bottom of keypad. All keypad buttons are responsive. Removed keypad cover to check the condition of key contacts,no contamination visible under any key contact. Pump cover is removed to inspect, the pins were misaligned and not making contact with piezo board. Adjusted the pins and retest for sound, the sound is turned back on and works as usual. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.